Manufacturer narrative:
Manufacturing records were reviewed and no relevant issues were found; the device was manufactured to specifications. The tap was inspected and it was confirmed that the tip was fractured. A corrective action was opened to mitigate occurrences of the es2 4.5 mm tap tip fractures. The most probable root cause of the reported event is design related. The wall thickness of the smaller diameter es2 taps are more susceptible to fracture and normal wear and tear of instruments. A design change was put into place which increases the thickness of the tap and the surgical technique was updated to require use of the awl prior to tapping.

Event description:
It was reported that when the surgeon tapped the pedicle in preparation for a screw, the thread of the tap pulled away from the base, surgical delay of a few seconds to switch out the 5.5mm tap for a 4.5mm. No adverse consequence to the patient.

Event description:
It was reported that when the surgeon tapped the pedicle in preparation for a screw, the thread of the tap pulled away from the base, surgical delay of a few seconds to switch out the 5.5 mm tap for a 4.5 mm. No adverse consequence to the patient.